Manufacturer narrative:
The technician determined that the issue was caused due to a broke rocker arm. The technician made the necessary repairs, upon completion, the issue was resolved and the equipment operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer complained that the brakes would not hold and that the device would not steer properly.